Event description:
It was reported that the patient with this single chamber implantable cardioverter defibrillator (ICD) system visited the emergency room (ER) after experiencing a shock. The health care professional (hcp) called technical services (ts) for a consult review of the stored arrhythmia episodes. It was noted the device had recorded multiple ventricular arrhythmia episodes. Upon review of a ventricular episode, ts observed that the device had delivered five bursts of anti-tachycardia pacing (atp) and eight shocks in attempt to convert the rhythm. It was noted the rate accelerated upon receiving several shocks. However, the therapy was exhausted and had failed to convert the rhythm. Ts recommended obtaining chest xray and consulting cardiology for further evaluation. At this time, the ICD remains in service. No additional adverse patient effects were reported.